Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient with diabetes called to report a line blockage she had been attempting to resolve and stated that her infusion site had become dislodged. At the time of the call, the patient had already replaced the site and tubing and requested assistance with filling the tubing. The patient's glucose level was reported as 248 mg/dl per halo, and she declined the need for emergency services. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.